Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Visual inspection revealed that a pusher wire and introducer sheath were returned for this complaint. The twist lock of the introducer sheath had been opened. The introducer sheath was inspected and no anomalies was noted. The pusher wire was inspected and was found kinked and stretched. The interlocking arm of the pusher wire was inspected and it was detached. No more damages were found. Functional inspection revealed that the pusher wire was advanced through the introducer sheath without problems, no resistance was felt. Microscopic inspection of the pusher wire revealed that the proximal end has a smooth surface. The interlocking arm was inspected and it was detached. Dimensional inspection of the pusher wire that could be measured were the distal and proximal outer dimeter. The inspection revealed the components were within specification.

Event description:
Reportable based on device analysis completed on 29sep2020. It was reported that resistance was felt upon withdrawal of half of the coil and it was stretched. The target lesion was located in the pulmonary artery. A 3mmx12cm interlock coil was selected for use. During procedure, it was noted that device position was not good. The physician withdrew the coil, however there was resistance when withdrawing half of the coil and the coil delivery device was stretched. The sheath was also tight against the micro catheter. The device was successfully removed from the patient's body and the procedure was completed with another of same device. No patient complications were reported and the patient was stable post procedure. However, device analysis revealed that the interlocking arm of the pusher wire was detached.